Event description:
The catheter was implanted with a good waveform but a negative reading for icp of -8. Catheter was replaced and has a good waveform and positive icp readings.

Manufacturer narrative:
Displays 0 mmhg on the monitor in open air. Zero procedure was performed on (B)(6) 2025. Catheter functional and responsive. Monitoring data from the catheter was collected over 1.5 days, with an average pressure close to 5mmhg during the first 6 hours and a peak at 20. Then, negative pressure drop with a few peaks at 10 mmhg over short periods: pressure returns to positive during the last hours of monitoring. The analyzed data confirms the observation made during use: "the catheter was implanted with a good waveform but a negative reading for icp of -8." Catheter analysis: - visual: suture threads still present, two squeeze marks visible on the tube between the 20 and 30 mm graduations from the capsule (however kt pso-pt and not pb). Analysis of the sensor integration into the capsule is compliant, with no potential visual defects likely to cause pressure disturbance. - functional: the catheter is tested in warm water (37°c) for several days. The catheter does not exhibit any abnormal behavior, even when manually manipulated, and no disturbed or abnormal values (e.g., negative) are observed. The signal remains perfectly stable at 0-1 mmhg. - traceability: the catheter traceability shows nothing abnormal; the last functional check in production was carried out on (B)(6) 2024 and was compliant. No confirmation of the defect observed during use.

Manufacturer narrative:
Waiting for product return for root cause analysis.

Event description:
The catheter was implanted with a good waveform but a negative reading for icp of -8. Catheter was replaced and has a good waveform and positive icp readings.